Event description:
It was reported that a cgm error 42 occurred, and the customer contacted technical support. There was no adverse impact to the customer's blood glucose level. The customer was guided through a complete pump reset by technical support, after which the error did not reappear, allowing the customer to successfully start their sensor session.